Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and the reported slda per the physician is due to patient conditions (thin leaflets). Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat tricuspid regurgitation (tr) grade 5. Both transesophageal echocardiography and intra cardiac echocardiography were used. Xtw (lot: 41007r1116) was first chosen for implantation and was implanted anterior/septal successfully. Xtw (lot: 41007r11156) was then chosen for implantation. The clip was placed posterior/septal and was observed to be secure on imaging. After release within few minutes, the clip detached from the septal leaflet (single leaflet device attachment (slda)). A xt (lot: 40904r1007) was then placed to secure the slda, reducing tr to a grade of 2. There was no clinically significant delay in the procedure.